Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after 2 days of wear and she was therefore unable to monitor her glucose. Customer experienced headache and frequent urination was seen at a hospital where she was treated with humalog insulin (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned, and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after 2 days of wear and she was therefore unable to monitor her glucose. Customer experienced headache and frequent urination was seen at a hospital where she was treated with humalog insulin (dose unspecified). There was no report of death or permanent injury associated with this event.